Manufacturer narrative:
Device expected to be returned to manufacturer for evaluation.

Event description:
Surgeon commented that device was not cutting well during procedure, cut setting raised and no improvement. Second device was used and the generator had an error code that the rf module was not communicating, generator re-started and cutting function did not work. Due to the fact multiple devices were utilized with similar issues the generator is viewed as the cause of the failure.